Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The batteries were replaced which corrected the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The batteries were replaced which corrected the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.